Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws. The loos nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper auxiliary flex assembly was replaced as it contains the nylon screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.